Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The cause was determined to be that the lid latch assembly came off of its mounting causing the device to not power on. The customer received a replacement device.

Event description:
It was reported by the customer that they were unable to insert a charge-pak assembly into the device. There was something blocking it from inserting completely and the lid would not stay closed on the device. There were no reports of pt use associated with the reported failure.